Manufacturer narrative:
The product analysis was completed; therefore, was updated. While attempting to advance the stent delivery system (sds) over the guidewire, the sds became stuck and would not advance further. One non sterile unit of smart control 7x40 mm was received coiled in a plastic bag. Outer sheath was found bent at 3.5 cm of the ID band and at 2.2 cm from brite tip. Locking pin was at the correct location. Stent was partially deployed 0.5cm and blood residues were found at handle. No other discrepancies were found. Deployment process was completed per (B)(4) and no resistance was found. A 0.035" lab sample guidewire was introduced from proximal end per (B)(4) and resistance was felt at 2.0 cm from proximal end. Resistance was felt at proximal hub/ wire lumen bonding location; however, the wire went through. The hub was cross sectioned and observed under 50x magnification and a reduction in the wire lumen was observed. This failure mode has been previously identified as an excess of dymax adhesive, which is used to bond the proximal hub with the wire lumen. Based on the above the product analysis of this complaint, it concluded that the resistance (obstruction) reported by the customer was confirmed as a product malfunction and that the cause is an excess of dymax adhesive. The "deployment difficulty-partial deployment" condition reported by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect in the sds and stent, reference procedures documented in route sheet # (B)(4). Procedural factors and handling process may contribute to the failure as reported. The cause of the "kinked/bent" conditions reported by the customer could not be conclusively determined; however, it does not appear to be manufacturing related. Controls are in place at the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect damages in the sds. Reference procedures documented in route sheet # (B)(4). Procedural factors and handling process may contribute to the failure as reported. A risk assessment has been initiated to evaluate this issue.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15364415 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No nonconformance records were issued for this lot. No excursions were found for lot 15364415. Outer member subassembly lot 15358772 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Coated polyimide wire lumen subassembly lot 15355729 was reviewed. It was observed during review of this lot that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). The operator qualification records for wire lumen assembly, according to (B)(4) and inner member hub assembly, according to (B)(4) were reviewed. The operators that performed this operation were qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing.

Event description:
In attempting to do a right superficial femoral artery (sfa), this smart stent would not track over the .035 glidewire. It seemed like there was a kink in the handle area of the smart. No patient injury. The doctor opened up another smart stent and the second one tracked right over the same wire. The product will be returned for analysis. The device was stored and prepped per the instructions for use. There was no damage noted with the packaging or the device prior to use. No excessive force was used with the device. No further information was available. Per the preliminary analysis, the stent was slightly protruding. The sales representative stated that he nor the account could confirm when the stent protrusion occurred.